Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable impedances, an elevated sensing integrity counter (sic) and t-wave oversensing (twos). It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks. The rv lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.